Manufacturer narrative:
(B)(4). Customer returned wrong meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Manufacturer contacted customer on 1/5/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern. Customer states new meter read hi. States he went to the emergency room twice last week and states her read 400 the first time and was given an insulin pen to use and left after three hours. The second time the customer was admitted the hospital read 425mg/dl and was there for 8 hours and they gave him insulin and the blood glucose continued to rise. States he had two doctors who agreed to increase his insulin. Customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 420, 124 and 349 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 329 mg/dl using truemetrix air meter and 316 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/17/2017 and open vial date is (B)(6) 2016. Customer stated he has not had any recent changes in diet, exercise, or medications. The meter memory was reviewed for previous test result history (date/time not set; customer stated the meter marks (B)(6) 2016 readings as (B)(6) 2016): (B)(6).